Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the system would not power up. The user reported that liquid was spilled on the plug. Since the event occurred after use of the device, there was no pt involvement during this event.